Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger screen does not light up) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets.the root cause for the u1003 and u104 failure could not be positively identified.there was no adverse event that resulted from the damaged battery charger.

Event description:
A us distributor reported the patient experienced a battery charger screen that would not light up.